Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer's screen was not working properly and the cursor does not respond to finger touch. It was observed during incoming inspection that the finger touch was working normally without any problems. It was noted that the upper and lower bullets were broken. It was further noted that the left hasp latch and left keyboard hinge were broken. Additionally it was noted that the upper hinges and media door were broken. The cord bay door was missing. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's screen was not working properly. It was noted that the cursor does not respond to finger touch. No patient complications have been reported as a result of this event.